Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent surgery to remove the formation of a cyst at the level of his previous surgical site. During this procedure, his fusion was extended from l4 to s1 after the ectopic bone was removed. A rhbmp-2/collagen sponge was used in a surgical technique in which no cage was used (i.e. Placed in the disc interspace). Reportedly, three months post-op, an MRI scan revealed bulging of the annulus impinging on the exiting nerve root laterally at the level of the patient's surgical site. One year three months post-op the patient underwent revision surgery to remove formation of recurrent spinal stenosis and bone cyst formation with compression of nerve roots at the level of the patient's previous surgical sites. Three years ten months post-op, an MRI scan revealed bony foraminal narrowing at the level of his previous surgical sites and broad-based disc bulging resulting in foraminal stenosis at the level above his previous surgical sites. Reportedly, the patient has continued to suffer from severe and intractable lower back pain as well as paresthesia in his toes.